Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues occurred again.